Event description:
It was reported that during a laparoscopic total hysterectomy procedure, a piece of the blade broke off into the abdomen of the patient. The piece was able to be retrieved through the trocar, and they did not need to use any harmonic to complete the procedure at this point. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, evidence of contact with metal in or out of the operative field. The device was tested with a generator. During functional testing on gen11 an alert screen was displayed and the device would not passed pre-run test. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relax pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade.